Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. It is unknown if patient set the ipg into surgery mode as recommended. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.